Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient reported experiencing an encapsulated right breast that was larger than the left. A baker grade rating was not provided. As a result, the patient underwent implant removal on approximately (B)(6) 2025. The explant date was provided as the week of (B)(6), but the exact date was not provided. This date was chosen as it is the earliest date the explant could be expected.

Manufacturer narrative:
On january 06, 2026, mentor was provided with a baker grade iii rating for the capsular contracture. Additionally, the patient underwent bilateral exchange with undisclosed non-mentor implants. On january 07, 2026, mentor was notified that the patient had mammogram and ultrasound imaging performed as she experienced right breast axillary swelling without pain. Findings were uneventful. Reason for device explant and/or reoperation: lymphadenopathy. On january 22, 2026, mentor completed an evaluation on an image that was provided of the suspect medical device. Photo evaluation: upon visual evaluation of the video provided in the complaint, the implant was observed ruptured. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 24, 2025, mentor was notified that patient had undergone the explant surgery on (B)(6) 2025. Furthermore, during the surgery, a ruptured right implant was discovered. There were no reported procedural delays or patient harms/consequences due to the findings. Date of explantation: (B)(6) 2025. On december 30, 2025, mentor was notified that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).